Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this ICD was performed. A visual inspection of the device header confirmed that the atrial ring setscrew was missing. The other setscrews moved freely and no cross threading damage was found. All seal plugs were found intact. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis confirmed that the atrial ring setscrew was missing. However, analysis also found that this device was met all specifications.

Event description:
Boston scientific received information that during the implantation of this pacemaker, the setscrew for the atrial port came out of the header when it was disengaged to reposition the right atrial (ra) lead. The setscrew did not fall into the patient' body and was recovered and put back into place. In addition, difficulties were experienced with securing the leads in the header of this device was well. The leads, including the ra lead, were all successfully secured and this device was then implanted. No adverse patient effects were reported. The manufacturer, model and serial numbers for the associated leads are currently unknown. The device was later explanted and returned for laboratory analysis.